Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported low blood glucose symptoms with a result of approximately 170 mg/dl obtained on the aviva plus system. The customer's husband provided her with food, and her condition stabilized. No adverse event related to the device was reported. Requested return of suspect device however the customer no longer has the test strips; replacement was sent.